Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion. An ischemic ventricular tachycardia (vt) ablation procedure was performed using an intellamap orion catheter and a dynamic xt electrode catheter. A non-boston scientific (bsc) 7f sheath was used for the dynamic xt and non-bsc 8.5 sheaths were used for transeptal and orion. After about 10 minutes of mapping of sustained vt at 130 bpm with orion catheter (patient was stable at 100 mmhg), the patient's arterial pressure slowly decreased. Checking with an echocardiogram, pericardial effusion was present and pericardiocentesis was then performed. The complication was correctly managed and the patient was then stable with pressure in normal range when he went out of the operating room. He was transitioned to an intensive care unit. The physician reported that there was no resistance or difficulties in manipulating the orion and dynamic catheters in the ventricles, so he doesn't believe that they caused pericardial effusion. The procedure was not completed.